Event description:
Md applied fixator to treat a distal radius fracture. All bolts were torques at the end of the procedure. Two weeks later the pt presented with the proximal clamp cover bolt loose. It was retightened. One week later the pt presented with the proximal ball joint loose. It was retightened. One week later the pt presented with the proximal ball joint loose a second time. The fixator was removed at this time because the pt had healed.